Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system, and support assisted a nurse and the patient with a factory reset, re-synced the device, and repaired the connection between the ilet and the ilet mobile app due to the patient not routinely announcing meals. Customer care provided support that included data sync to confirm proper operation. Investigation of this case revealed no device malfunction was identified, and user behavior related to meal announcement was a potential contributor to the event. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.